Manufacturer narrative:
The device was explanted due to infection. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
This system was removed due to sepsis. There is no indication that the system was replaced. The hospital retained the devices. Should additional information be received, this file will be updated.